Event description:
A medtronic representative called in and stated that periodically the site loses accuracy and has to re-register the patient to regain accuracy. Then the site is accurate and it loses accuracy again minutes later.

Manufacturer narrative:
The software at the site was upgraded and the position sensor unit (camera) was replaced. The site is no longer having issues. The camera was not returned for evaluation and is not available for evaluation.